Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) surgery because he was dissatisfied with the device due to when it was inflated, it presented a hinging motion. The physician believes that this is due to the patient had 9 cm of rear tip extenders (rte) in each side, because the patient had a large corporal length. All the components were removed and replaced with a new inflatable penile prosthesis (ipp). No patient complications were reported in relation to this event. No more information is available. Additional information will be provided if relevant information becomes available.

Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) surgery because he was dissatisfied with the device due to when it was inflated, it presented a hinging motion. The physician believes that this is due to the patient had 9 cm of rear tip extenders (rte) in each side, because the patient had a large corporal length. All the components were removed and replaced with a new inflatable penile prosthesis (ipp). No patient complications were reported in relation to this event. No more information is available. Additional information will be provided if relevant information becomes available.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The product record review indicated that the reported events do not represent an unanticipated event. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.